Event description:
It was reported that the pump indicated a data log corruption. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.